Event description:
The user facility received a new cable that did not function, when used. The cable was used as a backup cable. The biomed department at the hospital inspected the cable and verified that the cable was not functioning properly. Patient injury was not reported to ballard medical products.